Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the catcher box on the system and performed a precision run which recovered acceptably. A pre-analytical issue, such as a gradient in the initial patient sample draw caused by insufficient mixing, transportation, or sample handling, cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A non-numeric prothrombin time (pt) result flagged with a "no coagulation" error flag was obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The sample was repeated for pt on the same system with the same reagent, again giving a non-numeric result flagged with a "no coagulation" error flag. The sample was then repeated for pt on the same system with the same reagent, recovering falsely elevated. The sample was then repeated for pt on the same system with the same reagent, giving a non-numeric result flagged with a "no coagulation" error flag. The sample was then repeated for pt on the same system with the same reagent, recovering lower. The sample was then repeated for pt on the same system with the same reagent, recovering lower. The sample was then sent to an alternate hospital to be run for pt and prothrombin time international normalized ratio (inr). The pt result recovered lower. The pt and inr results obtained at the alternate hospital were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant pt results.